Event description:
It was reported that the deep brain stimulation (dbs) patient experienced pain at the implantable pulse generator (ipg) pocket site. The physician assessed the shallow placement of the ipg was the likely cause of the reported pain. The patient underwent a revision procedure wherein the ipg was placed deeper and did well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately september 2023.